Event description:
My daughter has type 1 diabetes. Her blood sugar was very low, the cgm could not detect it. We used the true metrix blood glucose meter, but it gave us an error, several times. We had to use over 5 strips, and she was already shaking. Thank fully her blood sugar went up, but that experience was very scary and disappointing. We later received a letter explaining that trividia health issued an urgent medical device correction. How do we get compensation for this?